Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced increase pain. The pump was interrogated. In 2009 at 10:27 a.m., the pump logs showed "reset occurred - watchdog" and "pump in safe state". The eri (elective replacement indicator) on the pump showed 1 month. It was also noted that a motor stall occurred a day prior, and recovered within 6 hours. The pump was replaced. The pt recovered without sequela; however, the pt was still having pain because his dose had been decreased with the new pump implant; they were increasing his dose weekly to get him back to the previous dose. The device system was used to deliver morphine, clonidine, and bupivacaine.